Manufacturer narrative:
Follow-up with the phycisian confirmed that the patient reported improvement and intends on a reimplantation at a later date. Dr. Jaffee also commented in the or that things did not appear as inflamed as they had been in the clinic. Uromedica complaint - (B)(4).

Event description:
Unilateral right-side explant due to pain and inflammation in a proact patient.